Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery less than a week and also mentioned during troubleshooting that they were hospitalized due to high blood glucose and their doctor's recommendation. Troubleshooting for battery out limit was performed initially. The customer stated that the insulin pump was not alarming during the call but also stated that the batteries were out of the insulin pump greater than during allowed. The customer was advised that this was normal behavior and to monitor. Off no power troubleshooting was also performed and the customer stated that a low battery alert was received prior to the off no power alert. The customer also stated that there was no damage to the battery cap, but a new battery did not resolve the issue. Troubleshooting for blank display was also performed because the customer mentioned that the insulin pump kept turning off with no warning. During troubleshooting, the customer stated that the screen looked melted away. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer provided details of the hospitalization after the troubleshooting. The customer was hospitalized on (B)(6)2017 at 11:45 a.m. For high blood glucose levels close to diabetic ketoacidosis. The customer's blood glucose level was 219mg/dl when admitted. The customer was treated with IV fluids and insulin and was wearing the insulin pump during hospitalization. Prior to hospitalization, the customer was treating with insulin pens and had really bad pain, and the doctor sent her to the hospital. The customer declined to troubleshooting for the high blood glucose levels and also declined to return the insulin pump. The product will not return for analysis.